Event description:
This spontaneous case was reported by a consumer and describes the occurrence of allergy to metals ("severe nickel allergy") in a female patient who received essure (ess205). The occurrence of additional non-serious events is detailed below. In 2007, the patient started essure (ess205). On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and clinically significant/intervention required), adverse event ("complaints") and hypophagia ("cannot eat anything"). The patient was treated with surgery (essure was removed in 2016). Essure (ess205) was withdrawn. At the time of the report, the allergy to metals, adverse event and hypophagia had not resolved. The reporter provided no causality assessment for allergy to metals, adverse event and hypophagia with essure (ess205). The reporter commented: they have visited all physicians (gynecologist, neurologist, dermatologist, etc.) The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same medra preferred term. In this particular case a search in the database was performed on 10-mar-2017 for the following meddra preferred term: allergy to metals. The analysis in the global safety database revealed 224 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 3-mar-2017: quality-safety evaluation of product technical complaint was received. Company causality comment: this spontaneous non-medically confirmed case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had severe nickel allergy. Essure was removed approximately 9 years after insertion, and the event had not resolved. This event is anticipated in the reference safety information for essure. The essure insert consists of a nickel-titanium alloy. Allergic reactions to essure are more commonly related to nickel sensitivity and its manifestations include skin itching, rash, eczematous dermatitis, and hives that resolve after device removal. In this particular case, no typical allergy symptoms were described, and the event did not resolve after device removal. While a role of essure cannot be definitively excluded, the consumer's clinical presentation suggests that the device was not the primary driver of her symptoms. Non-serious events were also reported. This case was regarded as incident since device removal was required. A product quality defect could not be confirmed but is considered plausible. However, the reported medical events are not indicative of a quality deficit per se. Further information cannot be obtained due to lack of reporter´s contact information.